Event description:
It was reported that during an arthroscopy, the osteoraptor suture broke. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the osteoraptor suture broke. All the pieces were removed from the patient with suction. A tool of anchor of 2.9 mm was used to prepare the insertion site and was cleared of all debris prior to insertion. The procedure was completed using a back-up device in the originally drilled bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The anchor and suture strings were returned without the insertion device. The suture strings appear to be cut. An assessment of the customer supplied image finds the anchor on the insertion device with the sutures looped around, off the proximal end of the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include use of sharp instruments near the device tip. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.